Manufacturer narrative:
This file was originally submitted on 06/18/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.

Event description:
Patient called in to report monitor stuck on "buffering wheel" and yellow light. Troubleshooting unsuccessful. Device event log reviewed - no shock delivered. The inability to fully boot up to active status indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Device event log indicated no shock was delivered. The returned monitor passed both isl (safety) and eit (performance) testing. Therapy cable passed weight and safety but failed performance and indicated a service error code preventing the wcd system from full function. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.